Manufacturer narrative:
A ge oec service representative handled the issue with a phone response. Known lock-up issue corrected by re-boot. No on-site visit by service representative. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system was reported to have locked-up during a procedure and a reboot restored function.